Event description:
The customer contact reported the clave secondary port broke off. The tubing set was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, it was reported that the clave secondary port on the cassette of the tubing set broke off. No specific details were provided. Although there was potential for a leak, no leakage was reported. No medical interventions were required. Though requested, no add¿l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.